Manufacturer narrative:
Submit date: 08/19/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer states that three light gloves had a slit in them after putting them on the light handle. This was discovered prior to the case. The scrub tech did need to rescrub. No patient was affected.